Event description:
It was reported that asembled needle eclipse 23x1-1/4 wss was deformed, but still operates and had the safety mechanism detach. The following information was provided by the initial reporter: "it seems that there are several shields that are detached from the needles and several broken needles."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-23. H6: investigation summary : a device history record review was performed for provided lot number 0148057 and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Ten eclipse needles and twelve non-assembled safety shields were returned by the customer. Two of the needles had the safety shields activated, with no defect. One of the needles was observed smashed. Four of the needles were missing the safety shield assembly. Three of the needles had the safety shields activated and the IV shields. Eight of the twelve safety shields showed no defect and were capable of successful assembly. Two of the safety shields shows a deformation, most likely from melted plastic due to overheating. The remaining two safety shields had broken assemblies. Based on the sample review, our quality team can confirm the defects of smashed/broken product, missing safety shield assembly, and deformed safety shield. The fitting force between the hub and shield is one of the product characteristics tested during inspection. If the fitting are too high, the shield cannot be detached from the hub and if they are too low, the shield can become detached during the handling of the product causing potential damage. For the returned products, the hub-shield fitting test was found to be within specification for seven of the returned tested samples. For the smashed/broken product, it is most likely that a problem during the assembly process occurred. The deformed safety shields resulted from a problem with the injection molding process. Based on the preventive measures in place, we believe these were isolated incidents with an unlikely recurrence. In response to this report, an alert has been communicated to the manufacturing facility to raise awareness for these defects on the production floor. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6) medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that assembled needle eclipse 23 x 1-1/4 wss was deformed, but still operates and had the safety mechanism detach. The following information was provided by the initial reporter: "it seems that there are several shields that are detached from the needles and several broken needles."